Event description:
It was reported that a leak was noticed in the compartment holding the centrifugal pump during priming. Fluid was observed coming from one of the chambers and dropping to the bottom of the centrifugal compartment and leaking through where the centrifugal pump is connected to the oxygenator. A new unit was primed and used with no issues. (B)(4).

Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.